Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The 3.0x20mm rx trek balloon dilatation catheter was advanced with no resistance to the lesion. During inflation, the balloon would not hold pressure and a balloon rupture was suspected. The device was removed with no issue and a new non-abbott balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.